Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 4.00x28mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent dislodged from the stent delivery system. Subsequently, the detached stent was retrieved with the whole system as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.